Event description:
The user noted the valve body on the elecsys 2010 water reservoir was cracked and was leaking. No patient were involved and no operators were harmed. The user replaced the valve body on the water reservoir and confirmed this resolved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event: "no patient harm" (no consequences or impact to patient). Product problem: "syringe clogged during use" (device clogged [syringe]). A surgeon reported syringes clogged during use. Five lot numbers were reported. No patient harm. This is the third of five medical device reports being filed; this report is for lot number 09f18a.

Manufacturer narrative:
Investigation of the event determined the crack in the valve body might have been caused by syswash solution. It is recommended to change the valve body every 6 months as part of preventative maintenance.